Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine low battery alert due to blank display. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the batteries was lasting less than a week before the insulin pump asks for a replacement. The customer blood glucose level was unknown. Customer stated that no damage on battery compartment or battery cap and the insulin pump had not been bumped or dropped. The device will be returned for analysis.